Event description:
It was reported to philips that there was wired footswitch problem with the azurion system. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that exposure was not possible. The fse replaced the wired footswitch which resolved the issue, and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. There was no patient involvement. A philips field service engineer (fse) inspected the system on site and confirmed the reported problem that the wired footswitch does not work intermittently. Troubleshooting actions showed that this issue caused fluoroscopy to fail. The wired footswitch was identified as the root cause of the issue. The field service engineer (fse) replaced the wired footswitch and returned the system to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion equipment must institute a routine user checks program. The responsible organization of the azurion equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.